Event description:
The customer reported the system displayed fatal error messages. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video grabber was found faulty and replaced. The system was then found to be operating as intended.